Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the battery is returned and investigation has been completed.

Event description:
The autopulse li-ion battery (sn (B)(4)) was unable to power on an autopulse platform. The battery illuminated 4 green led on the battery status indicator. The battery was tested in the autopulse multi-chemistry charger and was disabled by the autopulse multi-chemistry charger. Patient use information was requested but no additional information was provided, therefore patient use is unknown.